Event description:
It was reported that during a procedure to replace a competitive atrial lead, the physician had difficulty tightening the new atrial lead to the device. The pacing impedance showed high, out of range. The setscrew was finally tightened. The device remains implanted. Patient condition was not affected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.